Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported activation failure could not be confirmed as the stent was not returned for evaluation; however, the device was returned with the balloon tightly folded. A proxy indeflator was used to connect to the stent delivery system hub and formed a secure connection with no anomalies. A proxy indeflator, filled with water, was used to pressurize the balloon to nominal pressure. Balloon held nominal pressure with no leak noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure; however, factors that may contribute activation failures include, but are not limited to damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. During removal it is likely the stent interacted with the 80% stenosed, moderately calcified and moderately tortuous artery causing the reported stent dislodgement and subsequent treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an 80% stenosed, moderately calcified lesion in the moderately tortuous left circumflex/obtuse marginal artery, the xience sierra stent was advanced to the lesion without issue. During deployment, the balloon failed to inflate. During removal of the stent delivery system, the stent dislodged and remained on the guide wire. Another balloon was advanced and deployed the stent partially in the lesion and partially in healthy tissue. Another stent was advanced distal to the implanted stent and implanted in the lesion. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.